Event description:
According to the reporter, during a palliative cholecystectomy procedure for liver cancer, when firing thru a tissue, the firing stopped, then the surgeon waited for awhile and then fired again. A crashing noise was then heard and the blade came out of the backside from the reload. It was also reported that there was a broken piece, protruding from the articulation joint of the reload another reload was used with the same handle and adapter to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (sn:(B)(6)); sigadaptstnd, sig power sigadaptstnd linear adapter (sn:(B)(6)) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was partially fired with the interlock engaged. The knife bar laminates were herniated from the side of the reload with the jaws unclamped. The blow out plate on the side with the herniated knife bar laminates was damaged. It was reported that the device was partially fired, the instrument broke and the instrument made strange noise. The reported issues were confirmed. The most likely cause could not be established from the information available. It was also reported that the knife was broken. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.